Manufacturer narrative:
Concomitant product: product ID neu_unknown_cath, serial# unknown, product type catheter. (B)(4).

Event description:
It was reported that the physician had several patients that, towards the end of their infusion, feel that the pump "poops out". It was unknown what drug was being used in the pumps. Additional information had been requested.